Manufacturer narrative:
The returned device analysis confirmed the reported leak and observed a twisted lock lever shaft. Additionally, it did not confirm the reported torn (hole) o ring. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the observed twisted shaft and reported torn o-ring cannot be determined. The reported leak appears to be a cascading event of the observed twisted lock lever shaft. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak, tear in material. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (dmr) with a grade of 4+. During preparation of the clip delivery system (cds), a leak was noted in the rubber "o" ring when de-airing the lock lever cap. The device was not used and there was no patient involvement. A new cds was used to complete the procedure and reduce mr to moderate. There was no clinically significant delay in the procedure. No additional information was provided.